Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reex3468 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the coil of the wire has become loose. No other information was provided.

Event description:
It was reported that the coil of the wire has become loose. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The products returned for evaluation were a guidewire, a t/l powerpicc catheter with the green flush through stylet inlaid, a 5fr introducer sheath, patient stickers from the label, and the empty packaging hoops from the hydrophilic stylet and the guidewire. Examination of the returned guidewire revealed that the wire had broken near the distal end. The distal segment of the guidewire, containing the weld tip, was not returned for evaluation. The coil wire was unraveled and elongated making the overall length 37.8¿ long. The distal 0.3¿ of the coil wire was not elongated but instead the coils were tightly packed. Multiple bends and kinks were found in the coil wire proximal of the break site. Microscopic examination revealed that both the core and coil wire contained a flat fracture plane. The fracture plane was angled with respect to the axis of wires. The outer diameter of the guidewire, along the core wire, was measured and found to meet the device specifications. The damage seen on the returned guidewire is consistent with the guidewire being retracted back through the needle and catching or shearing on the needle bevel. As per the supplemental instructions for use, ¿if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿